Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.00mm x 15mm nc emerge(tm) balloon catheter was advanced for dilatation. However, during crossing attempts, a clean break was noted in the mid shaft while the device was inside the guide catheter. The broken balloon was then retrieved with a retrieval wire and the entire guide catheter was removed from the patient with the broken nc emerge(tm) balloon catheter inside. Subsequently, a diagnostic catheter was advanced to take pictures of the vessel; everything looked good and the procedure was completed using a different balloon catheter. No patient complications were reported and patient's status was good.